Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross the lesion due to the anatomy. Additional dilatation was performed and the xience xpedition was re-advanced, but could not cross the lesion and the shaft separated outside the patient anatomy. The device was removed without issue. A non-abbott sds was used to complete the procedure successfully. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.